Manufacturer narrative:
Date of event: unknown. Expiration date - unknown due to unknown product code/lot number. UDI - unknown. Due to unknown product code/lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown product code/lot number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Per medwatch 5075055 received, the user facility reported the detachable valve came off during the case. Additional information was received on march 20, 2018. They are still using destinations and the removable valve still comes loose. They have to tighten it several times during the case.